Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that a onetouch ultra meter does not turn on. The medical affairs specialist (mas) was able to contact the patient to obtain/verify additional info. The patient normally tests at least 3 times daily and manages his diabetes with pills, diet and exercise. The alleged meter issue first occurred two days pior at 5:30 am, when the patient attempted to check his blood glucose. The pt reportedly did not make any changes to his diabetes management; however, at around 1:00 pm, he reportedly developed symptoms of cold and shaky. He stated that he drank orange juice and felt better after about 60 mins. The pt did not have another meter to test with at the time of concern. The meter's battery was replaced per the owner's manual, and there was no meter trauma. This was not a new out of box product and the pt was using the correct test strips to test the meter with. The alleged issue was unresolved with troubleshooting and the patient's products have been replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.